Event description:
Information was received from a patient receiving unknown medication via implanted infusion pump indicated for non-malignant pain and radiculopathy. It was reported that the patient was going to have a full pump replacement at the end of december. Pt stated this was because the catheter moved down from where it was supposed to be and the pump had to be replaced 'within a year anyways'. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type catheter h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2026: bupivacaine with concentration 25.0 mg/ml at a dose rate of 7.010 mg/day, hydromorphone 12.5 mg/ml at a dose rate of 3.505 mg/day, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting the pump was replaced and the catheter was revised on (B)(6) 2025. There was a catheter dye study done on (B)(6) 2025. No external/environmental/patient factors that may have caused or contributed to the catheter dislodgement. The issue resolved at the time of this report.